Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the device determined the failure was due to a sudden stress applied during insertion.

Event description:
It was reported that patient underwent an internal fixation procedure on an unknown date. During the procedure, the screw head fractured while inserting the screw with the screwdriver. Another screw was used to complete the procedure.